Event description:
It was reported a patient presented with diaphragmatic stimulation. The left ventricular lead was revised in a procedure on an unknown date. The procedure was successful and patient status was unknown.

Event description:
New information received notes the patient's left ventricular lead presented with dislodgement and was revised in a procedure on (B)(6) 2022 to restore normal parameters. Post-procedure the patient was stable.